Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspection and results: b/a washer present/condition, not returned; damaged anvil/shrouud, not returned; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/ location, all present and pro. Functional tests and results: indicator response, good; safety release, good. Based onthe information receuved and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with all the staples present in the staple pockets. As all the staples were present, it could not be ascertained as to why it was reported that the staples were dropping from the device. It was noted that the staples were protruding. The staples were reinstated back into the staple pockets. The instrument was then evaluated for protruding staple with none noted. It should be noted that the condition of the protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provides resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that the staples were dropping from the staple housing. A new device was used to complete the case. There was no pt consequence.